Manufacturer narrative:
Na calibration was last performed on (B)(6) 2024. The qc recovery data provided was acceptable. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas 8000 cobas ise module. The doctor questioned the initial results as they did not match the patients' previous history. On (B)(6) 2024, sample 1 had an initial na result from line 2 of 132 mmol/l. On (B)(6) 2024, the sample was repeated on line 1 and the result was 141 mmol/l. On (B)(6) 2024, sample 2 had an initial na result from line 2 of 130 mmol/l. On (B)(6) 2024, the sample was repeated on line 1 and the result was 138 mmol/l.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The customer changed the ise electrodes. The field service engineer (fse) observed an intermittent drip coming from the standard nozzle, causing ise pathway contamination. The fse replaced the nozzle, the vacuum nozzle, the sipper nozzle, and a vacuum valve. The fse also decontaminated the ise pathway and performed ise checks, a precision test, and qc successfully. The investigation is ongoing.